Event description:
Patient was revised to address groin pain and acetabular loosening. Update: 03/05/2012 - litigation papers allege patient suffered increasingly debilitating pain, discomfort, and soreness which affected his ability to walk, move, and sleep and was injured by excessive levels of chromium and cobalt. It is further alleged, since his revision surgery, patient has experienced numbness in his right thigh, as well as continued pain and a clicking sensation in the area of his hip implant.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.